Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. A supply change was performed to resolve the issue. Reportedly, blood glucose was 39 mg/dl; cause was unknown. Juice was consumed to treat bg.